Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the forearm. A 6.00mm/ 2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in a form of a pinhole was noted upon third inflation at 8 atmospheres for 30 seconds. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).